Event description:
It was reported that the patient presented with pocket erosion. The entire pacemaker system was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.